Event description:
The facility contacted baxter (B)(4) to report an interlink system secondary medication set that "tears easily". The customer stated that the plastic tears easily and that the operator's finger went through the plastic. It is unknown in what process step that this malfunction occurred. It is unknown if there was patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation it has been identified that this malfunction would not reasonably cause death or serious injury.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.